Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported mitral stenosis in this incident appears to be related to patient morphology/pathology and/or user technique/procedural conditions; and unrelated to the device since there was no reported device issue/malfunction during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The steerable guide catheter referenced was filed under MFR report number 2024168-2018-06432.

Event description:
This is filed to report the mitral stenosis. It was reported that this was a mitraclip procedure to treat grade 3 functional mitral regurgitation (mr). One mitraclip was implanted reducing mr to a grade that was less than 1. The mean mitral gradient pressure was 6 mm hg. No additional information was provided.